Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. No testing could be performed to evaluate the event reported due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, once the device was fired, the jaws did not reopen. Another like device was used to complete the procedure. There were no adverse consequences for the patient.